Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining indeterminate (ind) flags for accutni results and "sample counts outside of limits" errors generated from the access 2 immunoassay system. A total of 88 patient samples were analyzed during the "sample counts outside of limits" errors that occurred over two shifts. Samples for accutni, creatine kinase mb (ckmb), and myoglobin were repeated and resulted within the same clinical category as the original results. The sample results were not supplied by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. A field service engineer (fse) was dispatched on (B)(4) 2010 and found air in the substrate pump. Fse stated the substrate fittings on top of the substrate bottle were loose, which he tightened. Fse also primed the air out of the substrate system. All verification testing met published specifications. Hardware is the root cause of this event.